Event description:
Boston scientific received information that after being implanted less than five years, this device was beeping as it had declared elective replacement indicator (eri). As premature battery depletion was suspected, the device was explanted and replaced. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed the device was at elective replacement indicator (eri) battery status, and indicated that two low voltage alerts, code 1003, were recorded on (B)(6) 2014 and (B)(6) 2015. The battery voltage was lower than expected. A series of automated electrical/functional tests were conducted and no issues with device performance were observed while testing the basic sensing and pacing functions of the device. The device was not able to charge for a high voltage shock, due to the low battery voltage. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.